Event description:
Event as reported: this complaint was rec'd (B)(4) stating that "the leak occurred after the thicker tubing threads through the pump where it joint s with the thinner tubing that delivers the tpn". No pt injury occurred as a result of this complaint.

Manufacturer narrative:
On (B)(4) three individual incidents were mentioned which reportedly occurred over a 14 month time frame. Incident #1 was reported to moog by the customer and MDR's 2031921-2008-00056 and 1722139-2010-00024 (follow up) was submitted. Incident #2 was reported to moog by the customer and MDR's 2031921-2008-00055 and 1722139-2010-00039 (follow up was submitted). Incident #3 was reported to moog (B)(4) and an MDR 1722139-2010-00020 was submitted.